Event description:
Healthcare professional (hcp) reported to baxter rep that the home pt (hp) had home pt's house catch on fire and commented that "they do not know the root cause of the fire, it may have even been the homechoice cycler." Follow-up with the hcp reveals on 05/31/2000 the hp was performing apd therapy using the homechoice cycler. Hcp relates the hp had been sleeping and at approx 11:00am woke up and noted home was on fire. Hp was moved to a hotel and reported that the homechoice device had been lost in the fire. A replacement homechoice device was subsequently delivered to the hp. When the hcp was asked if the hp noted anything unusual with the homechoice cycler at the time of the fire, the hcp related that the hp was asleep and that the root cause of the fire is unknown but believed to have started in the hp's bedroom. Hcp has no idea if there was any pt injury or medical intervention and refuses to provide any further incident details. Follow-up with the parent of the hp reveals that at approx 11:00am on 05/31/2000 they heard the fire alarm sound in their house and then heard hp yell from their bedroom. They relate that their child had finished apd therapy at around 10:30am, but was sleeping and still connected to the homechoice set at the time of the fire alarm. They relate they ran into hp's bedroom and noted flames coming from the wall area directly behind the homechoice cycler. They relate they do not know if the flames were coming from the homechoice cycler itself, only that the flames were located in the area behind the homechoice cycler. They relate they disconnected hp from the homechoice set and they both left the house. According to the hp's parent, there was no pt injury or medical intervention.